Event description:
Pt was revised to address hip pain.

Manufacturer narrative:
No 510(k) number provided because this implant was sold internationally with different indications for use; it was sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.